Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication. The patient stated that the last time they were able to successfully charge was more than 3 weeks ago. They reported that they did not need to use their ins all the time and it would take a couple weeks for it to get depleted. The patient noted they would try to keep it charged so it would not go down to zero. They reported experiencing a lack of communication. The patient was redirected to follow-up with a healthcare professional (hcp). No symptoms were reported. No further complications were reported. Follow-up was conducted.